Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3940270 and product code 810041b. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2022 and mesh was used. The sling shredded when implanted. A like device was used to complete the procedure. There were no patient consequences. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: neuchâtel team received for evaluation a tvt standard device (product code 810041b), batch number 3940270. The product was decontaminated and well packaged. The received device show's that original packaging was manipulated, both box and blister were opened. It was returned, only the box, blister with the lid and the blue mesh curled and placed into a clear plastic box taped, the two needles were missing from the original packaged content. It can be observed there is lot of organic matter all over the blue mesh. The needles are missing. The defect observed during the product evaluation is aligned with the event, however, this is not a manufacturing issue.

Manufacturer narrative:
(B)(4). Date sent to FDA: 11/07/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.